Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco saf-t wing blood collection and infusion set "came apart", which led to blood "going everywhere". It was noted that when ejecting the needle, it scraped the patient's arm and left a small cut. It was also observed that it was hard to pull back on the tubing, and "it kind of jerked". It was not smooth. No permanent injury to patient or clinician was reported.